Event description:
Reference number (B)(4). Event occurred in brazi. It was reported that the patient experienced hyperglycemia with the blood glucose of 195 mg/dl due to an occlusion on (B)(6) 2026, which was corrected by the pump. No further information available.